Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to an incorrectly set keyboard. During evaluation, after the reset, the device worked properly. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system did not recognize commands. The issue occurred during a demonstration. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction is being made to previously submitted g3: date received by manufacturer which was not late. The correct date was april 02, 2024.